Manufacturer narrative:
We received one 120803f catheter without the packaging for examination. Part of the balloon latex, spring tip and the distal balloon windings appear to have been pulled off of the catheter tip. The sections of the balloon tip that were pulled off of the catheter were not returned. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 0.7 lbs on a inflated balloon. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon of the fogarty catheter was separated from the catheter and the balloon stayed inside the patient's artery. This event occurred on a (B)(6) y/o woman who was admitted to have a clot removal via cubital, 20 cm, before the humeral bifurcation. Further information revealed the patient died less than 30 days post operation. Additional information has been requested from the hospital.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with evaluation and device history record.